Manufacturer narrative:
Initial reporter: postal code - (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reporting rupture of the right device. Device status is unknown.